Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a minimal invasive esophagectomy, while suturing the stomach, both reported instruments were difficult to load and the needle came out on the first stitch. Also, after surgeon took a bite of tissue and then toggled the needle, tissue stuck and surgeon had to pull on instrument to get needle dislodged. Surgeon used another device to complete the procedure. No patient injury.